Event description:
The customer alleged that she received a control test result of 190 mg/dl. While troubleshooting, she performed another control test and received a result of 187 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.